Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 14-dec-2022. H6: investigation summary: three samples received by our quality team for investigation. Upon visual inspection, no defects or issues observed. Functional testing was performed, each sample was connected to a syringe with saline solution, the three samples expelled the solution with normal flow. Based on previous investigations, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. H3 other text : see h10.

Event description:
It was reported that the bd safetyglide¿ needle was blocked while trying to push out the vaccine. The following information was provided by the initial reporter: "we will be sending 2 samples for evaluation, had 1 occurrence today. After putting needle and syringe together, were not able to push out vaccine. Tried taking the needle cap out and push out vaccine, no success.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was blocked while trying to push out the vaccine. The following information was provided by the initial reporter: "we will be sending 2 samples for evaluation, had 1 occurrence today. After putting the needle and syringe together, we were not able to push out the vaccine. We tried taking the needle cap out and pushing out the vaccine, no success.